Event description:
It was reported that a patient, underwent an atypical left atrial flutter procedure with a thermocool® smarttouch® bi-directional navigation catheter and after procedure, when patient was taken to the ward suffered cardiac tamponade. Follow up investigation was performed to obtain additional information and it was noticed that patient was transported to the ward with the agilis sheath still in place. This decision was made by the physician since he felt it was appropriate for the sheath to be removed once the patient was back on the ward. There is no further information about the hospitalization and if any additional intervention was performed. The patient¿s medical history is unknown. The patient was reported to be recovered at the time the complaint was reported. Settings during the event include: power mode control at 25 to 30 watts, temperature cut-off set to 48 degrees, irrigation flow of 17 to 30 ml/min, activated clotting time between 300-350 seconds and agilis nxt 8.5f steerable sheath was used. This event is being reported conservatively since we cannot rule out that the bwi catheter may have been involved in the injury.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Bwi concomitant products used: product name: carto® 3 system; us catalog #: fg540000; serial #: (B)(4). Product name: coolflow® irrigation pump; us catalog #: cfp001; serial #: (B)(4). Product name: ep - shuttle rf generator system - 100w; us catalog #: 39d-76x; serial #: (B)(4). Product name: webster® cs catheter with ez steer¿ technology and auto ID; us catalog #: 36g35qct; lot #: unknown. Product name: pentaray nav high-density mapping eco catheter; us catalog #: d128211; lot #: unknown. (B)(4).